Event description:
Boston scientific received information that this patient contacted boston scientific's technical services (ts) to report that this implanted device was generating beeping tones. Ts suggested that the patient should contact the physician and have the device interrogated at the clinic. Subsequently, the local representative contacted ts to report that this patient was admitted into the hospital's emergency room (ER) because the device was generating beeping tones. The device was interrogated and a "voltage too low for projected remaining capacity" was displayed. The local representative was informed that the device needs to be explanted and replaced. The local representative was planning to perform a memory upload for analysis by boston scientific's in-house engineering. Boston scientific's in-house engineering confirmed that a low voltage fault occurred in (B)(6) 2014. The voltage is currently 3.022 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the daily device power fluctuations were estimated. To date, the power appears steady, however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was successfully explanted and replaced without incident. According to the local representative, the device will not be returned to boston scientific for laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(4) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).